Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had poor coupling and when the antenna was over the implantable neurostimulator (ins) they got 0 coupling boxes. They turned the antenna and got no boxes. This was repeated 3 more times and still got no coupling boxes. The patient did use the recharger belt and charged over the skin. When an antenna locate (al) feature was used and a recharge session attempted the issue still did not resolve. It was noted that the ins was in an ¿odd spot¿. The device was a little higher up in the back and a little more in the right side. It was suggested the patient try adhesive discs for the issue. The patient mentioned that they still had quite of bit of swelling and was told they might have to wait until the swelling went down to see if the coupling issue gets resolved. They were also told if it did not resolve to follow up with their physician.